Event description:
An adc customer reported receiving imprecise readings on their fs lite meter. Specifically, they reported readings of 337mg/dl, 200mg/dl and 67mg/dl obtained on (B)(6) 2010 "back to back." Customer admitted that the date and time was not properly set in the meter so, she was unsure exactly when the readings were obtained. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. The customer further reported at the time the readings were obtained they experienced symptoms of feeling "shakiness, pale and like he was going to pass out." No serious injury was reported. No third party medical intervention was required and customer denied self-treatment for their symptoms. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's products have been requested back for investigation, and a supplemental report will be sent once investigation results have been obtained.

Event description:
An adc customer reported receiving imprecise readings on their fs lite meter. Specifically, they reported readings of 337mg/dl, 200mg/dl and 67mg/dl obtained on (B)(6) 2010 "back to back." Customer admitted that the date and time was not properly set in the meter so, she was unsure exactly when the readings were obtained. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. The customer further reported at the time the readings were obtained they experienced symptoms of feeling "shakiness, pale and like he was going to pass out." No serious injury was reported. No third party medical intervention was required and customer denied self-treatment for their symptoms. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
This is a correction report to correct the initial report submitted (B)(6) 2010 (MDR number 2954323-2010-01642). Incident description stated a reading of "337mg/dl was obtained, this report corrects that the actual reported reading was "375mg/dl". " customer's products have been requested back for investigation. A supplemental report will be sent once new information is obtained."